Event description:
Additional information was received, it was reported the patient noted a similar incidence of overstimulation. The patient stated the shock was so hard it put them on the ground and they had a major headache for two days. The patient noted the pain it helped correct was back at full force. The patient had an appointment on wednesday feb 26 to assess device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the logs and programming sessions were sent to technical services for review. Rep reported the cause has not been determined. Rep reported to resolve the issue, the program group c was removed entirely. After this, rep reported that the patient has had no similar events since then. The information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced overstimulation in the bilateral legs which caused them to be awakened. Troubleshooting was performed, including a review of all settings. It was noted that the device was in a mode not previously used by the patient, and several programs had settings higher than baseline. Parameters on all groups and programs were reset to baseline, and the patient reported no further overstimulation. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.